Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the device is not working and they cannot get ahold of their rep. Patient stated that they were supposed to have a appointment at the pain clinic over 2 weeks ago but that never happened. Patient has made adjustments to their stimulator but that did not seem to help them; patient followed up saying that now the therapy has quit working and they do not have the sensation of stimulation. Patient mentioned that they think their implant died or something; patient is looking to make an appointment for potential reprogramming. Patient reported that they are going to make an appointment with their doctor and have the doctor page the rep so that they can get help with adjustments and potential reprogramming. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported contributing factors of not stopping pain, not feeling stimulation, and not properly programmed by the first agent. Steps taken were the pt met with a rep and was reprogrammed. This worked for several weeks and then stopped working. The issue is not yet resolved as the pt is on vacation, but will be meeting with another rep to resolve the issue.